Event description:
On (B)(6), 2012, the pt underwent endovascular repair for an aortic arch aneurysm and was implanted with conformable gore tag thoracic endoprosthesis. Bypass of the left subclavian artery was also performed. A left brachial cut-down was performed for aortic access and deployment. The device were successfully implanted. The pt developed a left arm hematoma at the brachial cut down would site, requiring surgical evacuation of the site. The pt tolerated the procedure with no further treatment required.